Event description:
It was reported that heart block occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds), a watchman fxd curve access system (was), and versacross connect system. Following the removal of the versacross dilator, st elevation was noted and 2:1 heart block occurred. Medication was administered and a temporary pacemaker was placed. A coronary angiogram identified diminished right ventricle function with no evidence of an air embolism. The patient stabilized and cardiac function was restored. The closure device was successfully implanted, and the procedure concluded. During recovery, the patient passed all neurological examinations. No further patient complications were reported. The patient fully recovered and was discharged one day post index procedure.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that heart block occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds), a watchman fxd curve access system (was), and versacross connect system. Following the removal of the versacross dilator, st elevation was noted and 2:1 heart block occurred. Medication was administered and a temporary pacemaker was placed. A coronary angiogram identified diminished right ventricle function with no evidence of an air embolism. The patient stabilized and cardiac function was restored. The closure device was successfully implanted, and the procedure concluded. During recovery, the patient passed all neurological examinations. No further patient complications were reported. The patient fully recovered and was discharged one day post index procedure.